Manufacturer narrative:
The product was returned for evaluation. Procedural imagery provided by the site showed the valve struts appeared protruded through the sheath shaft. The patient was observed to have tortuous and calcified right access vessels. The delivery system and valve were received stuck approximately 2 inches from the sheath comnut. The valve was expanded. The valve frame was distorted/canted. Once slightly bent strut on the inflow at cp2. All struts were exposed through the skirt. All leaflets were wrinkled and dehydrated due to storage condition during the return process. Due to the return condition of the device both functional and dimensional testing were unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the valve is visually inspected and tested several times. During manufacturing, the valve frame component was 100 percent inspected. During final inspection, the valve underwent 100 percent inspection by both manufacturing and quality. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple comorbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j sternotomy or right mini thoracotomy), access and stabilization of the site are also provided in the training. The complaint for frame damaged during use was confirmed based on the returned device. No manufacturing nonconformances were identified. Per imagery the patient had significant tortuous and calcified vessels. The presence of tortuosity and calcification access vessel can create a challenging pathway during delivery system advancement through the sheath. This can lead to a high resistance and high push force. As excessive force was applied this could lead to the reported bent struts. As such, available information suggests that patient factors (tortuosity/calcification) and or procedural factors (excessive device manipulation) may have contributed to the complaint event. The complaint event was confirmed. No manufacturing non-conformances were identified. No labeling, IFU, training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits ae assessed and documented as part of this monthly review. A CAPA was previously opened for the known valve frame damage for design process improvement mitigation.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach the valve and delivery system got stuck passing through the 14f esheath. The devices were removed as a unit. Per photos a sheath shaft puncture and bent valve strut were observed. Once removed immediately another 14f esheath was placed. The physicians decided to remove the 14f esheath and insert a 16f esheath in order to have more room for the new valve to go through. A new delivery system and valve were prepped and the physicians inserted it with no problem and deployed the valve. The valve implant was successful, there was no pvl and the patients blood pressure was stable. The physicians then removed the delivery system and sheath and proceeded to try to perclose the groin. After going through four percloses the physicians decided to call the vascular surgeon as an iliac artery perforation was observed. The vascular surgeon, had to cut down and repair the artery, as there was a tear in it. The patient was in stable condition post procedure. Per medical opinion, the bent valve strut likely contributed to the iliac artery perforation.